Manufacturer narrative:
(B)(4). Medical product - unknown vanguard tibial bearing catalog#: ni lot#: ni, unknown vanguard tibial tray catalog#: ni lot#: ni the reported event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR report will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-04717, 0001825034-2017-04718, 0001825034-2017-04719.

Event description:
It was reported that following an initial knee arthroplasty a clinical patient experienced arrhythmia. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.